Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer stated that no failures were displayed and performed standard tests and found no issues. Had the user inventory a medication in the drawer, which was completed without problems. The fse tested the drawers in hardware test application and confirmed within specifications. The system functioned as intended after the field service engineer verified the device.

Event description:
It was that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.